Event description:
During an in-clinic follow-up, episodes of noise that led to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. The noise was reproducible with movement of the left arm. The ra lead was reprogrammed to resolve the event. The patient was stable.